Event description:
A user facility reports than an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The lens was implanted before it was noticed that the lens was torn. The incision had to be widened to remove the lens. Additional info has been requested.